Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet following a supply change, with the pump delivering insulin at an accelerated rate without effect; guidance was provided to replace the infusion set and, if no improvement, to disconnect and administer an outside insulin injection, which the user proceeded to do after continued elevated glucose following a carbohydrate-containing meal. Symptoms included weakness and trouble staying awake. Outcomes included prolonged high glucose outside target range without hospitalization or professional intervention. Investigation included troubleshooting and user education regarding infusion set replacement, verification of insulin delivery capability, and recommendation for backup injection therapy. Investigation of this case revealed no device alarms or confirmatory evidence of a device malfunction, and the cause of hyperglycemia remained unclear given potential factors such as infusion site or set-related delivery issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.